Event description:
It was reported that the patient presented to hospital for an implant procedure. During electrode parameter testing in procedure, it was noted that right ventricular (rv) lead failure to capture. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. A complete lead was returned in one piece for analysis. No lead anomalies were found. Final analysis found no indication of conductor fractures or internal shorts.